Manufacturer narrative:
January 13, 2016 09:29 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired. The hospital did not report any patient effects. I visited and spoke with the account today about the issues. I wasn't able to pick up the devices and have them returned because they were thrown away by the account. The issue with the devices were all the same. They were loaded properly but then they did not deploy. The physician that is using these devices has used them for several years at multiple hospitals, so it is not user error. Below please find what I was able to find out. There were no patient effects and patient information was not provided by hospital.